Event description:
It was reported that the patient presented to the hospital after the lead integrity alert (lia) triggered. The right ventricular (rv) lead had oversensing, non-sustained ventricular tachycardia episodes, and a gradual increase in impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal segment was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007; a 4196 implantable pacing lead, (B)(6) 2010. (B)(4).